Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Since the alinity I ca 19-9xr reagent lot is unknown a representative lot (92245fp00) was used for testing. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer observed a false elevated alinity I ca 19-9xr result for 1 patient. The follow data was provided for a patient with a unknown diagnosis (u/ml): initial 20.5, repeats 21.9,115.8,27,42.6. The previous value was around 50 with another method. No impact to patient management was reported.